Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that the patient underwent a tlif on the right inserting interbody device and posterior fixation through mini-invasive procedure. While inserting the second 6.5 mm screw through 4.5/5.5 tap, it was difficult to tap. Upon removal, it was noticed that the guidewire had broken and was in the vertebral body. The tap was also noticed to be frayed at the tip. The surgeon removed the broken guidewire through the 22mm tube quickly and inserted a new guidewire and used a 6.5 tap to place the 6.5 screws. The procedure was completed without further complications.